Manufacturer narrative:
G4: 12jun2020; b4: 12jun2020. The service engineer (se) inspected the device. The se confirmed the navigation ring was not functional and the unit would not power own unless all power is removed. The se replaced the front bezel and power management board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. In addition the se found that the internal battery test could not be completed due to a short battery life even at over 15 volts initial charge. The internal battery's manufactured date is from 2011. The customer was advised to replace the battery due to its age. Per the v60 service manual, periodic maintenance procedures, the battery is to be replaced every 5 years. The customer was provided with replacement part numbers. The customer stated that the battery would be replace and a internal battery test would be perform before putting device back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05june2020.

Event description:
It was reported that the ventilator would become unresponsive after attempted multiple touchscreen calibrations. The customer reported that the unit needs to be removed from (ac) alternating current power and battery to achieve ventilator shut down. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely recommended ordering and replacing touchscreen. Upon a follow up the customer reported that the touchscreen replacement did not resolve issue and it is the navigation ring that is not working.